Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed a kink and detachment on the sheath assembly and a broken drive shaft and imaging core windup found within the telescope section of the device. Windup began 30.50 cm from the distal end of the connector shaft. Impedance testing revealed no issues. Based on the evidence, the as reported code of image lost is confirmed.

Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that visualization issues occurred. The stenosed target lesion was located in the left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but the image was lost. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed the sheath was detached.